Manufacturer narrative:
Occupation: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device on (B)(6) 2009. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: limited mobility. Unknown if the reported limited mobility is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient further alleges limited mobility.

Event description:
Additional information received identified the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2009 via the right common femoral vein due to spinal cord injury. The patient is alleging tilt and the device is unable to be retrieved. The patient further alleges, "I believe I have suffered past, present and future injury, psychological and emotional injury". It was also reported that per the (B)(6) 2009, retrieval report (attempted): "techniques and findings: inferior venacavography was performed. The filter is significantly tilted with the cone in a right lateral direction. The cone itself may abut the caval wall and possibly be incorporated. The cone is near the level of the renal veins. The sheath was positioned at the level of the filter cone. The included retrieval snare was advanced through the sheath. Considerable time was spent attempting to grasp the hook on the filter. All attempts were unsuccessful. At no point could the cone can be grasped for removal. An additional maneuver was attempted to free up the likely incorporated cone. The omni flush catheter was replaced into the infrarenal cava. Utilizing a tip deflector wire, the hook of the catheter was used to engage the top of the filter. The cone could not be moved significantly with this maneuver, so the tip deflecting wire was removed. The omni flush catheter was removed over an exchange length j wire. The j -wire was pointing in an upward direction. The right internal jugular vein was re-accessed utilizing the same technique. The wire was brought external to the patient for through and through access. Wire manipulation was performed in attempt to straighten the filter and/or to dislodge the filter cone. All attempts at this were unsuccessful. The filter would return to the tilted position and the hook could never be dislodged. Follow-up venography was performed through the sheath which demonstrated irregularity near the filter cone which may represent a small amount of thrombus or neointima. It was elected to not perform additional attempts at retrieval or manipulation. All catheters and wires were removed."

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated: tilt, unable to be retrieved, emotional/psychological injury the reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported emotional/psychological injury are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.